Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer was unresponsive when admitted. Prior to the event, the customer had not been to work for two days and was found in his apartment by the paramedics. It was stated that the paramedics removed the battery from the insulin pump. The doctor later inserted a battery and programmed the time and date. The customer was wearing a sensor and received a low blood glucose alarm under 60 mg/dl two days prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.